Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent shortening and migration occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, 17 mm in length target lesion was located in a moderately tortuous, mildly calcified and 3.21mm in diameter ostial left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and the percent stenosis of the lesion immediately after predilation was 85%. Then a 4.00x20mm promus element ¿ stent was able to cross the lesion despite the significant resistance encountered during advancement. The stent was deployed in the target lesion and post dilation was attempted to be performed using an unspecified balloon catheter however when the device was trying to cross the recently implanted stent, the balloon catheter compressed the stent to 10mm in length. It was then noted that the stent migrated distally. The stent was able to be post dilated and the procedure was completed using another of the same device. No further patient complications were reported and the patient's status was stable.